Manufacturer narrative:
Battery charger/modem sn (B)(4) was returned and evaluated at the distributor. As received, the battery charger/modem was intermittently resetting. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Additionally, cmos-flash microcontroller u13 was shorted on the bedside pca. The root cause for the flash memory failure and shorted u13 microcontroller could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported battery charger/modem sn (B)(4) was intermittently resetting.